Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The unknown spline implant was not returned for evaluation. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The customer provided photographs of the fractured implant. Upon review of the photographs, it was confirmed that the tines of the implant had sheared off. The alleged malfunction is confirmed. A root cause cannot be confirmed. The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Changed "no" to "yes." Entered evaluation codes.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device not being returned.

Event description:
It was reported that the top of an unknown implant broke off 5 years ago. May have to bridge.